Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2005 the patient underwent 1) laparoscopic placement of portals, mobilization of great vessels, exploration of abdomen for interbody fusion and fixation, l4-s1, 2) anterior laparoscopic discectomy , l4-5 and l5-s1. 3) anterior laparoscopic interbody fusion with rhbmp-2, allograft and prp matrix, l4-5, l5-s1. 4) implantation of lt segmental cage fixation l4-5 and l5-s1 5) somatosensory evoked potentials. Preoperative diagnosis: degenerative disc disease, herniated nucleus pulposus l4-5 and l5-s1. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.